Manufacturer narrative:
Updated: b3 event date, b5 event description,d2, e1 and e2 reporter.

Event description:
The patient underwent a dilation and curettage for a molar pregnancy. The curette fractured, broke, cracked and/or splintered inside of the patient. Due to this malfunction, an abdominal laparoscopy and hysteroscopy was performed. Further details were not provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a recamier uterine curette #3 (part # er223r) was used during an unknown procedure performed on (B)(6) 2019. According to the complainant, the device fractured inside of the patient which required additional surgery. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: due to a lack of the product, an investigation is not possible. Pictorial documentation: due to a lack of the product, a pictorial documentation is not possible. Batch history review: due to the fact, that no lot number was provided. A review of the device history records for the complained device is not possible. Explanation and rationale: based on the provided information, and without a product for investigation, a clear conclusion cannot be drawn. There is no CAPA request necessary.

Event description:
No updates.